Manufacturer narrative:
Follow-up # 2 . The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verioiq meter read inaccurately high compared to another device (verio). The complaint was classified based on the customer service representative (csr) documentation. The patient reported that on (B)(6) 2015, he obtained blood glucose readings of ¿13.0 mmol/l¿ with the subject meter and ¿9.0 mmol/l¿ on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient informed the csr that he manages his diabetes with metformin pills, solostar, dulaglutide and degludec and denied making any changes to his usual diabetes management regimen in response to the alleged inaccuracy issue. The patient claimed that the following morning on (B)(6) 2015 at 4:00am, he developed symptoms of feeling ¿dizzy, light headed, shaky and had heavy legs¿; symptoms he associated with a low blood glucose excursion. At the onset of his symptoms, the patient reported testing his blood glucose with the subject meter and claimed obtaining a blood glucose reading of ¿30.0 mmol/l¿. Despite the alleged elevated result, the patient claimed he treated himself with 2 slices of toast with honey. The patient claimed he performed a blood glucose test on the other device at 10:40am and a result of ¿14.0 mmol/l¿ was obtained. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1:the test strips were tested and the primary complaint was not confirmed; however a other issues of vial over labeled by a third party and damage was found on a non-critical section of the label. Was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.